Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that she had troubles with her sensor not connecting. The customer stated that the sensor read 43 mg/dl. The customer stated that she turned the sensor off for a little bit. The customer stated that she calibrated again and the sensor ended. The customer was advised to not calibrate the sensor more than 15 minutes. The customer was advised of calibration tips. The customer was advised to call back.